Event description:
On 14th oct 2025, it was reported by an arthrex's employee via an email that for 1 unit of ar-12990, knee scorpion¿, the scorpion needle broke during the process of picking up the meniscus. The handle becomes stiff and eventually fail to function. This was detected during a meniscus root repair procedure on (B)(6) 2025. The procedure was completed successfully by using other brand product. There was no patient harm. Additional information received on 23rd oct 2025: all fragments were recovered from the patient.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
The device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional field information, arthrex concluded that the allegation of a broken needle was caused by user error. Dfu-0392-sub-eo, "to help avoid needle breakage and potential patient injury: do not resterilize or reuse the scorpion¿ suture passer needle. Avoid striking bone or using excessive force to pass the needle through fibrous/calcific tissue. If excessive force is encountered, replace the needle, reposition the device, and pass in a different area. Ensure a secure grasp of tissue to prevent the needle from buckling under the tissue. Avoid ¿dry,¿ repetitive actuations outside the surgical site. Abrasion of the needle surface can occur that may inhibit proper function." The complaint allegation cannot be confirmed. The customer attached a picture that does not show the needle broken, and the device was not returned for physical and functional evaluation.